Manufacturer narrative:
Event date year valid (2013). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's device was infected about 2 week after implant. An infection was confirmed. They had to spend 14 days in the hospital and had a large abscess removed from their back. The ins and lead were replaced. No further complications were reported or anticipated.